Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to defective inspiration valve nt. The insp valve test error three (3) times. Suggested to check the bronze filter, o2 sensor and calibrate the unit. Initiated new insp. Block replacement to resolve the issue. Correction: d4:corrected UDI information.

Manufacturer narrative:
Vyaire file identification: com-(B)(4). Device evaluated by MFR: the suspect device has not been returned for evaluation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Event description:
It was reported to vyaire medical that the bellvista1000 us had alarm 401 - inspiration valve or device leaky. Furthermore, there was no patient involvement associated with this event.